Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while cleaning up cases from previous day-resetting the trays multiple instruments were found to be broken or damaged. All the sets were mixed up so they have no idea which patient used which instrument.

Manufacturer narrative:
Additional narrative: please disregard this medwatch as it was reported in error. Update 04 oct 2017 upon analyst evaluation of the returned device, the trial is cracked and the larger balseal is damaged and still intact. No pieces/material missing. A malfunction of this same type has not caused or contributed to a death or serious injury in the past. There is no evidence of a previously reportable product malfunction. No patient death, serious injury, or a surgical delay was caused in this case. A field action has been sent to the sales field mandating all depuy sales force be trained on the proper use, extraction, and examination of this product to ensure that damage to the springs is noticed before the spring falls out. Therefore, the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. No patient death, serious injury or evidence of a previously reportable product malfunction. The product is still reportedly intact; no pieces were broken off, no serious injury likely. If this malfunction were to reoccur, serious injury is unlikely, as no fragments were broken off.